Manufacturer narrative:
A ge rep evaluated the system, replaced and calibrated the collimator. System operates as intended.

Event description:
It was reported that the system is displaying iris pot errors.